Event description:
It was reported that an oxygen barrier (multilayer) parenteral nutrition container leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was inflated with air and leak tested under water. No leaks were found. The evaluation did not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.